Event description:
Three sets leaked due to "pinholes in IV tubing." In all three cases, the reported condition was discovered during patient use. Account reported that there was one incident in 2003 and two 3 days later. Additionally, one incident occurred in labor and delivery, and two incidents were on surgical floor. Follow up with a nurse involved in one of the incidents revealed that the reported issue was discovered immediately after connection of tubing to patient. Nurse stated that lactated ringers were being infused to patient at the time of time of reported event. Account confirmed that neither incident resulted in patient injury or required medical intervention.